Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the initial procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. Five days after the initial procedure, the surgeon performed a revision procedure where he backed up the superior positioned implant a few millimeters but did not remove it. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.